Event description:
It was reported there was general feedback on increased frequency of unspecified alarms during chemotherapy medication administrations since customer has implemented shorter primary infusion tubing. This is seen when a "support bag" of normal saline is infusing on a module at a low rate of 10-20ml/hr on a longer IV tubing and the chemotherapy is infusing on the second module at a programmed rate faster than the normal saline rate. The shorter IV tubing with the chemotherapy is y-sited with the longer primary tubing. The clinicians have frequently been turning off the normal saline infusion to prevent the alarming. This was reported to representative during sms entitlement visit. This was feedback regarding overall experiences; no specific devices or modules identified / no verbalization of any patient harm associated with feedback.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.